Event description:
It was reported that the customer experienced a blood glucose (bg) level of 427 mg/dl. Cause of bg level was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Reportedly, customer was "unresponsive" and "having seizures". Customer was discharged 3 days later and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.